Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the connector was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the connector pin broke during tunneling. The lead was cut and tied off and the electrode was still attached to the heart. A new lead was then implanted. No patient complications have been reported as a result of this event.